Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving hydromorphone (10 mg/ml at 0.063 mg/day) via an implantable infusion pump for spinal pain. The pump was returned to the manufacturer for analysis. It was reported that the device manufacturer representative was not aware of a complaint associated with the returned pump. No patient symptoms were mentioned. No further complications were reported.